Manufacturer narrative:
Analysis of the recharger, model 97755 , s/n (B)(6), revealed. Product analysis found is no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755 ; serial#: (B)(6) ; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an external device. The reason for the call was the patient (pt) reported that over the past 2-3 months they have been having difficulty charging. The implantable neurostimulator (ins) has not been charged for about one month. The controller/recharger would not connect a couple of times. Then it would connect, and it would disconnect multiple times during a charging session. Pt did not have the pt remote or recharger to provide the serial numbers or do troubleshooting. Troubleshooting was not required. The issue was not resolved through troubleshooting. Pt called back stating they were needing a recharger telemetry module (rtm). They had not charged their ins in probably a month. Pt had trouble charging the ins for a couple 3 months for they got no device found and would go to a screen to move to the highest number, sometimes not go over 19 then go to 97 (agent understood screen 50) but they still go unable to find the device. The rtm wire would get hot and start burning their side, pt verified that it was just a sensation. Rtm relay box would continuously click and eventually get warm. This morning the pt met with their rep since it was not recharging and they wanted a new rtm before replacing the ins. Pt noted they got a new controller last year since it quit for it did not turn on, charge, or nothing, the issue was fine after getting a new controller. A replacement recharger telemetry module (rtm) was sent out.